Manufacturer narrative:
The investigation is on-going at this time. Upon completion a final report will be filed.

Event description:
The (B)(6) cardiomyopathy patient was admitted to a medical facility in (B)(6) and placed on the support of an impella 5.5 pump. During the support the patient exhibited signs of hemolysis, in the form of elevated plasma free hemoglobin levels. Due to the rising lab values the team chose to explant and replace the impella pump after approximately 197 hours. The new 5.5 was successfully placed. The pump was explanted and upon observation of it, there was biomaterial observed despite assertions that the young patient was therapeutically anticoagulated.

Manufacturer narrative:
Since the initial report was filed the investigation has concluded. The medical facility did return a portion of the impella pump, but not its entire length, and they returned the data logs for analysis. Only the distal portion of the pump was returned. Some biomaterial was observed near the pump's outlet cage. The pump had another/new handle soldered onto it and the pump was run for hemolysis testing. The pump when reconstructed in this way did pass hemolysis testing. The data logs revealed the pump was in proper position with some periods of suction and low patient pulsatility. The root cause of the reported hemolysis was unable to be determined. The failure mode will be monitored and trended.